Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and a borrowed meter (brand unk). The breeze2 read between 280-300 mg/dl, while the other meter read between 110-120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of the test strips and meter, so no product is available for return.

Manufacturer narrative:
The customer disposed of his meter, so it was not possible to obtain the serial number. A MFR date cannot be determined without a serial number.